Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male patient, who received super poligrip denture adhesive powder (formulation number ib-0872) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced neuropathy, leg pain and foot pain. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The patient did not provide contact information; therefore, this case is lost to follow-up. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product is available. (B)(4).